Manufacturer narrative:
The device was returned to zoll medical corporation; visual evaluation of the device found evidence consistent with tampering. The customer was contacted and communicated this was a pre-owned device and obtained the device about a year ago. The device was processed to zoll standards and returned to the customer for clinical use. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device's display was distorted and no clinical data can be seen. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.